Manufacturer narrative:
Additional information including treatment record has been requested but not yet received. The plant investigation is progress and a supplemental medwatch will be submitted.

Event description:
A user facility reported that an ultrafiltration (uf) problem occurred during the treatment of a hemodialysis patient, and that no fluid removal occurred. Although a uf time and goal was entered, the uf rate and uf removal was set to zero. This was discovered at the end of the treatment and the patient required an additional dialysis treatment the following day for fluid removal. No further medical intervention was required. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
The facility was unable to provide a serial number for the machine. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. Multiple attempts to obtain the machine serial number, the status of the machine, and patient information have been unsuccessful.